Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/10/2014 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons functioned normally. There was evidence of keypad contamination found under the contrast and down arrow button key contacts. The audio bolus button cover was torn, exposing the bolus button ¿slug¿. Additionally, the pump powered on to a dim, discolored display, and the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination under the button contacts, a dim/discolored display screen, and a cracked battery compartment. This report is made based on results of investigation completed on 06/10/2014.